Manufacturer narrative:
The device was received for evaluation. During functional testing, multiple improper shutdown errors was not reproduced. A review of the event history log revealed improper shutdown message, however the event history log cannot be used to determined the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had multiple improper shutdown errors during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.